Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and pacing capture threshold in the rv (right ventricle) was elevated. Beginning (B)(6) 2015, ventricular sensing integrity counts up to 47; ventricular tachycardia (vt)-ns episodes with evidence of lead noise oversensing likely due to malconnection. Beginning (B)(6) 2015, rv capture threshold high at 2.375 v. On (B)(6) 2014, rv pacing impedance measured 4047 ohms. (B)(4).

Event description:
It was reported that there was high impedance, high threshold and noise on the right ventricular (rv) lead. It was noted there was connection problem. Visual inspection of the connector was performed, disconnected, measured and reconnected. The device and lead remain in use. No patient complications have been reported as a result of this event.